Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was failing to charge when connected to main power. The user stated the battery will charge in a different device. The user also tested the mains charger on a different unit with no issues. There was no patient involvement at the time of this event, therefore no health consequences or impact are associated with this complaint.